Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 cadaver labs were held to evaluate design modifications to the femoral recon nail (frn). When trying to extract a current production frn from a cadaveric specimen, the tip of the driving cap sheared off in the insertion handle. The hammer guide was being used at the time to gain extra stroke for the hammer. The extra weight hanging from the hammer guide, a loosened threaded connection between the insertion handle and driving cap, plus these being heavily used parts from an eval set, most likely lead to the failure. No further information was available. This complaint involves one (1) device driving cap f/insertion handle. This is report 1 of 1 for complaint(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.010.523. Lot: 8953333. Manufacturing site: bettlach. Supplier: n/a. Release to warehouse date: july 23, 2014. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.